Event description:
Philips received a complaint on intellivue x3 indicating that the message speaker error on the device. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personal to evaluate the device in question. The rse indicated during an evaluation of the system that the customers reported problem could not be recreated. The rse stated that the system issue was resolved by rebooting the system. No additional device issues were reported with the system reporting address state (B)(6).